Event description:
Healthcare professional reported left side seroma. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec and a crease fold. Cloudy and bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side seroma. Device has been explanted.